Event description:
It was reported that during surgery, the surgeon connected the generator with the lead to do diagnostics and then tried to disconnect the lead from the generator to complete the tunneling. When he tried to remove the lead, the septum plug on the generator came off. They tried to put this back, but it was not well fixed to the generator. The generator was still implanted and no other issues were noted with it. All diagnostics were within normal limits.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.